Event description:
It was reported that while grasping a large calculus during a theraputic ureteroscopy, the distal tip of this gemini basket broke off in the ureter. The tip was approx 5cm long and was removed successfully. The procedure was completed successfully with no pt complications.